Event description:
The patient was injected in the nasolabial folds and marionette lines and allegedly developed severe visible lumping and open sores at the place of injection, lumps in the mouth, discoloration and severe residual bruising. The patient was treated with antibiotics (for open sores), steroid pack and hyaluronidase.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.